Manufacturer narrative:
Infinite biomedical technologies is submitting the information to comply by 21 cfr 803. This report is based on the information received by infinite biomedical technologies llc (refered to as ibt hereafter), which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Ibt has made reasonable efforts to obtain more complete information and has provided as much relevant information as available to the company as of the submission date of this report. D4: the device does not have an expiration date. H4: component code: there was no issue found with the device. There is no appropriate term code available. Following are the sections that are missing information when the report was submitted. Infinite biomedical technologies llc, is currently working on this and will send out an update report once received. A1 - a6: patient information. B3: date of the event.

Event description:
It was reported by the prosthetist that the patient was feeling uncomfortably warm on the distal end of the prosthesis. Prosthetist asked the patient to remove the prosthesis immediately as a precaution. The prosthetists also checked the prosthesis if they felt uncomfortably warm, but they did not feel the issue the patient mentioned. There was no patient injury involved in the case.

Manufacturer narrative:
Infinite biomedical technologies is submitting the information to comply by 21 cfr 803. This report is based on the information received by infinite biomedical technologies llc (refered to as ibt hereafter), which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Ibt has made reasonable efforts to obtain more complete information and has provided as much relevant information as available to the company as of the submission date of this report. All the missing information from initial report submitted on 03/07/2025, has been added to this report.